Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it measuring low vte (exhaled tidal volume) levels was initially confirmed, however, during subsequent testing the issue could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the exhaled tidal volume (vte) levels were low. There were no reports of patient use associated with the reported issue.